Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported via FDA medsun report (B)(4): during a surgical attempt for removal of existing hardware from a patient's right im canal, a small tip of the hook of the stryker vendor instrument designed to facilitate removal broke off and lodged in the im canal. It was determined it would be best to leave the broken tip in the bone. The size was approximately 2mm. There was not immediate or long term anticipated negative effects for the patient. Removal of a broken distal interlock screw through a gamma nail. Additional information: about 2 years ago, this (B)(6) male suffered a subtrochanteric femur fracture, was treated by cephalomedullary nailing at an outside hospital. During followup, distal interlock broke, followed by the nail itself breaking. The patient continued to suffer pain, disability. Went back to his original surgeon, who recommended he seek out an orthopedic traumatologist for evaluation and treatment. Was interviewed and examined in my private office, and after lengthy discussion about risks and benefits of surgical versus nonsurgical treatment, to include death and prolonged disability, the patient elected for operative management of his injury. Informed consent was obtained.